Manufacturer narrative:
Additional info b5: medtronic received additional information that the customer failed liquid qc on abnormal. And incorrect values caused liquid qc to fail. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported issue of the instrument failing quality control was verified during service. The service technician arrived on site and ran actrac 500, 300, 100 multiple times without an error. The service technician then investigated and noted that the reagent drive collar was sticky. The issue was resolved by replacing the collar and screw, along with the flag sensor board as a proactive measure. The service technician also noted that the lift wire measurements were on the upper scale of the specification and they adjusted them to the middle of the specification. Preventive maintenance was performed as per specification. Note d9 (device available for evaluation?): the instrument was serviced in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an act plus instrument, it was reported that the instrument failed quality control. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.